Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A nurse reported that the vitrectomy probe was not able to cut the vitreous completely. The probe was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information: a review of the related device history records associated with reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were six other complaints for the reported issue, with four of the other similar complaints being from this same customer entity. One probe sample was returned for evaluation. The sample was visually inspected and was deemed conforming. Actuation testing was performed and was deemed nonconforming. The cutter did not fully open. Aspiration testing was performed and was deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks are present at the cutter bend area. The actuation test was repeated on the disassembled probe and the test was then found to be conforming. The complaint evaluation could not confirm the probe cut performance did not work properly. The evaluation results indicate the cut function met specification. The reason why the customer indicated the vitreous could not be cut cannot be determined from this evaluation. The complaint evaluation did have an unrelated initial actuation failure. An actuation retest showed the cutter was able to actuate to specification. An initial actuation test failure occurs sometimes due to cutter becoming stuck from the surgical material after being used in surgery. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. No specific action with regard to this particular complaint was taken because the probe cut to specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).